Manufacturer narrative:
This report is submitted on april 26, 2021.

Event description:
Per the audiologist, the patient developed an infection at the abutment site, and was treated with oral antibiotics (date and duration not reported). The implanted device remains.